Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the reported event was failure of the patient board, possibly due to deterioration associated with the age of the device and repeated use or related to the design of the operational amplifier of the dr board, as the device reference in this report was manufactured prior to the implementation of a design change to the dr board operational amplifier.

Manufacturer narrative:
The suspect device was evaluated by olympus and no image was produced when the subject device was tested with an olympus series 180 scope; the cause of no image was isolated to a faulty patient board set. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center, to olympus for repair due to a report of image related problems. During servicing of the device, it was found no image was present. This report is being submitted for the malfunction of no image. As this was found during inhouse service, there was no patient involvement.